Event description:
It was reported to philips healthcare that when the heartstart mrx defibrillator acquires ECG, lead v1 is missing. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.